Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert when pump was plugged into the wall. Customer's battery gauge was at 100%. During troubleshooting with tandem customer technical support it was confirmed that charging cable into a different wall adapter fixed the problem. Customer reported blood glucose level was not impacted. A replacement wall adapter was sent to the customer.